Manufacturer narrative:
On (B)(4) 2014, 8:00 am: the perfusionist (ccp) called the field service representative (fsr) and discussed the issue that occurred on (B)(4) 2014 ((B)(4) 2014 was the day prior to the ccp having issues). The ccp said that he moved the system-1 with it powered on, with their cover over the system-1 (the user facility uses a custom made blue nylon cover over the entire system-1). After moving the machine, the ccp then needed to "close a screen" to go thru the normal power down sequence on the system-1. The ccp wondered if while moving the system-1, and with his fingers over the covered central control monitor (ccm), that he may have unknowingly changed the configuration. On (B)(4) 2014, 3:30 pm: the fsr met with the second ccp and biomedical engineer (biomed). The fsr found that there were no "perfusion screens" available to be "highlighted or selected". The configuration showed it was changed on (B)(4) 2014, and that it "was ot ready" for use. (A configuration that is "not ready for use" will not even show as being available, which is what was experienced). Since the screen was covered when it was inadvertently and unknowingly put into configuration mode, and since the perfusionists haven't even seen the configuration screen, it is easy to understand why the perfusionists would have answered "close" followed by "no" to get the system-1 to power off properly. (B)(4)/ MDR #1828100-2014-00493: per the ccp's suggestion, the fsr added password protection to the configuration mode on both system-1's at the user facility. With password active, from now on it will be impossible to enter the configuration mode by mistake. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusion screen on central control monitor (ccm) could not be loaded. The ccm would boot up properly, but the perfusion screen could not be "highlighted" to be selected. This therefore made the system-1 unstable. As a result, an alternate system 1-was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.